Event description:
Ous MDR - it was reported that about 73 months after the implantation, oversensing on this lead led to inappropriate shocks seen via home monitoring. Increase of pacing impedance was also noted. The interrogation of ICD revealed a battery depletion. The lead and the device were replaced. No adverse patient side effects were reported apart from inappropriate shocks. This lead was not returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was found torn into three pieces. The df-1 connectors had been cut from the yoke and were not received for analysis. The performance of the fragments was visually scrutinized. Sign's of abrasion were detected along the lead body and in the distal part the insulation was found rubbed through. This finding can be regarded as root cause of the oversensing mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cardio report received for analysis was carefully inspected. The iegm recordings confirmed oversensing with vf detections but no shock delivery on the available episodes. The lead fragments showed severe explantation damages. A mechanical or electrical analysis of the fragments was therefore not feasible. The analysis did not reveal any sign of a material or manufacturing problem.